Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) shut off. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found shut off while on a patient, to fix the issue 9 battery, sealed lead acid,12v(d146-00-0039) replaced and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.